Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Infection/erosion issue does not require analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. The patient also had a swollen pocket. The physician opted to do a generator change after several culture test were taken and came back (B)(6). Inflammation of the skin around the device was noted. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as additional information indicates that the product was already returned. Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. The patient also had a swollen pocket. The physician opted to do a generator change after several culture test were taken and came back negative. Inflammation of the skin around the device was noted. There were no additional adverse patient effects reported. The crt-d was explanted.